Event description:
Caller reported updating time, personal profile, or biq/ciq settings, including sleep schedules. Customer's blood glucose level displayed as "low," but the specific value was unknown. Customer consumed carbohydrates to address the low blood glucose and did not require assistance from a third party, although they received normal assistance. Technical support assisted the caller with updating the carbohydrate ratio setting and advised the caller to check in with their healthcare provider when updating settings, which the caller understood and acknowledged.